Manufacturer narrative:
Concomitant medical products: g151, crt-d implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced one high and undefined rv defib impedance alert three days ago. The rv lead remains in use. No patient complications have been reported as a result of this event.